Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported an unknown quantity of false positives with the ID now covid-19 2.0 assay performed on unknown dates. Confirmation pcr testing (unknown platform) was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: this date indicated is an approximation as the exact event dates were not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.b3 (date of event), h3 (device returned to mfg., evaluation summary attached) h3 other text : single use, device discarded

Event description:
The customer reported an unknown quantity of false positives with the ID now covid-19 2.0 assay performed on unknown dates. Confirmation pcr testing (unknown platform) was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.